Event description:
It was reported by the customer that the intra-aortic balloon (iab) was prepped per instruction. The sheath with the side port, was inserted into the femoral artery. The iab was removed from the tray and as the md was inserting the iab through the sheath, the iab became stuck. As a result, the iab and the sheath were removed as one unit. Another iab was inserted. The patient expired an unspecified time later. The md stated that the iab was not a contributor to the death of the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.